Event description:
It was reported that the pt returned to the doctor's office one month after a urethral bulking procedure complaining of pelvic pain. The doctor prescribed percocet which did not help manage the pain. Upon examination, the doctor found the bulking material had eroded through the urethra on the right side and a ball of material was found inside the patient's bladder. The doctor made multiple passes with graspers through a cystoscope to retrieve the material as it kept breaking apart. The doctor does not plan to address the erosion and expects it will heal over on its own. The patient was placed on an antibiotic for three weeks after which the pain was gone and the incontinence was much improved. This was the doctor's first procedure using this product. The right side was the hardest and doctor was having problems identifying area to inject. Some material went into the bladder. When a bit of coap was noted in right side, the doctor stopped and went to the left side where she injected a little extra to compensate for right side maybe not getting enough. The doctor injected a total of 3cc of material in this patient transurethrally through a cystoscope. No further complications have been reported.